Manufacturer narrative:
UDI:(B)(4).

Event description:
Update (B)(4) 2017: medical record received. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes reported several areas were cystic. Product codes and lot numbers updated. This complaint was updated on (B)(4) 2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4) superseded by (B)(6) (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint ¿ patient was revised to address acetabular loosening. The cup had rotated. Update 8/24/2011 - medical records were received. The revision operative report indicates that the patient had metallosis. The complaint was temporarily reopened to add the femoral head. Update 3/29/2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2006. Update ¿ 10/03/2016 - medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported,the medical records report pain and stiffness part number for head provided. The complaint was updated on: 10/26/2016 update ¿ 1/9/2017 - medical records received. After review of the medical records for MDR reportability, the revising surgeon noted in the surgical indications that the patient had an elevated cobalt ion level of 17 ppb, although chromium the level were normal. Elevated metal ions harm added to complaint. Asr sleeve and stem added to complaint. Implant stickers are available within the record but are for internationally distributed products never sold in the USA. Access to manufacturing lots, dates and post-market codes are still pending for those products, and the complaint will be updated when/if they become available. The complaint was updated on: 1/31/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.